Event description:
It was reported the subject device had a blurry image. The issue was identified during preparation of use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted for a correction and to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: found leak coming from cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a blurry image. The issue was identified during preparation of use for an unspecified diagnostic procedure. There were no reports of patient harm.